Event description:
The facility reported an infusion pump with a failure code 812:02. Information was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated no pt injury had been reported.